Event description:
Customer reported the output of the vaporizer was lower than expected. There was no reported patient injury. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.